Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted 15 months was at middle of life 2 (mol2) with a battery voltage of 2.57 v and a charge time of 9.2 seconds. Only one shock has been delivered. There is a concern that the battery is depleting earlier than expected.